Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(6). Following an index ablation procedure involving two intellanav stablepoint open-irrigated catheters was performed on (B)(6), 2022. It was reported that the patient experience recurrence of atrial fibrillation on (B)(6) 2022 followed by 7-second sinus pause. The suspected cause was amiodarone infusion. A loop recorder was implanted on (B)(6) 2022 and the event was resolved.